Manufacturer narrative:
Device received with scratched display window, missing o-ring, broken reservoir tube lip. However the test reservoir was held inside of the reservoir compartment. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. (B)(4).

Event description:
Customer reported via phone call that the reservoir would not stay in the device. Customer had to place tape over the reservoir. Customer had high blood glucose. Customer's blood glucose was 567 mg/dl. Reservoir compartment was chipped off and the rubber ring was gone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.